Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported that on two tampons from the same package the retrieval string separated from the tampon. The first string separated during removal of the tampon, making manual removal necessary. The second string separation was noted prior to use. No consequences reported.